Event description:
Boston scientific received information that this right ventricular lead exhibited low out of range pacing impedance measurements of less than 200 ohms. Noise was reproducible as well as loss of capture at maximum outputs. It was reported that the patient recently fell off a ladder. Prior to the fall, pacing impedance measurements were within normal limits. A lead fracture was suspected. The patient was not symptomatic and was not pacer dependent. Upon fluoroscopy, the lead did not appear fractured. It was suspected then that the lead may be dislodged. This lead was surgically abandoned and a new rv lead was implanted. No adverse patient events were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.